Manufacturer narrative:
The sapien xt valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No case imagery or device photographs were provided for evaluation. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, the complaint was not able to be confirmed. A review of the DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of manufacturing mitigations supports that the sapien xt valve had proper inspections in place to detect issues related to the complaint events. A review of IFU/training revealed no deficiencies. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Due to insufficient of information, a definitive root cause for the valve stenosis 4 years post implant was not able to be determined at this time. However, it may be related to patient factors not provided or pre-existing valvular disease process may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, 4 years post implant of a 26mm sapien xt valve in the aortic position, a 26mm sapien 3 ultra valve was implanted during a valve in valve (viv) procedure. The reason for the viv was stenosis of the sapien xt valve. The patient started with a low ef and developed hypotension during rapid pacing. The sapien 3 ultra valve was successfully deployed. Post valve in valve, pressures were in the 40's mmhg. Following the removal of the delivery system and sheath, a perclose failure occurred, requiring a blood transfusion. The patient was placed on impella and transferred to the ICU. No device issues or injuries due to the edwards devices were reported. The valves remain implanted in the patient.